Manufacturer narrative:
(B)(6). The lot was manufactured february 21, 2018 - february 22, 2018. The device was received for evaluation with approximately 190ml of fluid in the bladder. Visual inspection was performed and found no evidence of a leak at any parts of the device. A functional leak test was performed by filling the bladder with green colored water. No evidence of a leak was observed during fill. The device was monitored until the next day. No evidence of a leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked at the casing. This was noted during filling of the device with saline. There was no patient involvement. No additional information is available.